Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The analysis did not confirm the high capture threshold based on normal lead resistance measurements and a passing hipot test. Moreover, x-ray showed a stretched out inner coil near the tip end likely due to being pulled by extracting stylet during explant procedure.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.